Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set was leaking from the tubing near the roller clamp. The leak was observed during priming when the clamp was opened, and droplets began to leak from the tubing. It was further reported that clear kink mark was found on the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.